Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, weight, ethnicity or race. Device information such as specific lot number was not provided. The access high sensitivity troponin I reagent was not returned for evaluation. All assay and system verifications met specifications at the time of this event. No hardware errors, flags or other assay issues were reported in conjunction with this event. Device manufacture date not available as reagent lot not supplied. The cause of this event cannot be determined with the available information.

Event description:
On (B)(6) 2019, the customer reported that a non-reproducible elevated troponin I (access high sensitivity troponin I) results had been generated on the customer's unicel dxi 800 immunoassay system (serial number (B)(4)). The customer's patient result was above the normal range of the assay. The initial elevated access high sensitivity troponin I result of 4,148 pg/ml was released from the laboratory. There was a report of change to patient care or treatment which occurred in connection with this event. The patient underwent a coronary angioplasty procedure. There was no report of additional injury to the patient in association with the event. No additional information is available at the time of this report. Calibration and system check were passing within the laboratory¿s established ranges. No issues with sample integrity were reported by the customer.